Event description:
It was reported that the user¿s continuous glucose monitor (cgm) sensor failed and he did not want to use bg run mode on the ilet after initially entering a blood glucose value of 540 mg/dl. The user elected to use backup therapy until a replacement sensor arrives. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.